Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The lens remains implanted. The patient called to let company know they did not feel this was the fault of the surgeon or the lens, they are just a highly allergic person who reacts to many environmental triggers. They will continue their usual appointments with the allergist and immunologist who is treating their for chronic environment allergies. Their vision is perfect out of each eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient developed increased eye pressure (iop), floaters, flashing and strobing lights in peripheral vision, foreign body sensation, and allergic reactions on her facial skin. Her face also went numb. The surgeon dealt with the eye pressure by putting a tube in her eye. Eye pressure is under control. The patient had long history of auto-immune issues and severe environmental allergies. The allergic reactions of her skin are 60% better. The patient was taking 2 cetirizine a day to combat any new allergic reactions, and patient was taking lifitegrast to help with her dry eyes. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received and stated that besides the facial numbness and itching, here were some vision issues that the patient experienced daily both eyes had halos from different angles, light sources, and head positions. This happened frequently. The left eye had more lens distortion, blurring, burning, string like and dot floaters, and cloudiness. When the patient focused on an object or area, the vision was often clearer. However, distortions in this eye were frequent. The area under the eyes was more red and puffy than typical age related changes, and the eyebrows itched and appeared somewhat swollen most of the time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that as the patient vision issues are still continuing.